Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 323 mg/dl. Customer's mother reported that when the keys are pressed the device does not respond and sometimes the keys due work but they respond really slow. Keypad issues have been occurring for the past four months. Customer's mother also reported that the device might have a possible occlusion and it does not alarm. Customer's mother reported the device might have been exposed to sweat, as a significant event which may have caused the device to alarm. Customer's mother stated the customer's blood glucose was over 600 mg/dl. Customer's mother was advised, to discontinue use of the device and revert to back up plan. Customer's mother reported that when customer's blood glucose is high, she notices the tubing is clogged. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.